Event description:
The customer alleged that he performed a control test and received a result of 247 mg/dl. He performed control tests while troubleshooting and the results fell within the normal control range of 102-143 mg/dl, so the complaint was not initially reported. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the retuned reagent to read an average of 61 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.